Event description:
Patient's school nurse contacted dexcom technical support on (B)(6) 2014 on patient's behalf to report intermittent out of range on (B)(6) 2014. Dexcom technical support advised school nurse to perform reset on device. At the time of contact the patient's school nurse did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).